Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure the tip of the harmonic ace instrument broke off. The fragment was retrieved from the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing out of the ordinary was noted with the instrument prior to use. When the fragment fell, the surgeon was dissecting/cauterizing. The surgeon was unsure of what caused the breakage, which occurred at the midpoint of the procedure. The surgeon did not notice any issues with instrument functionality during the procedure. There were no reports of the instrument colliding with any other instruments or hard surfaces. The instrument had been removed once prior to breaking. The instrument was removed easily, and the wrist was straight. There was no resistance when removing the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. No resistance was felt upon the removal of the instrument through the cannula. There was no damage to the cannula noticed. No additional damage to the instrument was noticed. The fragments were retrieved with a laparoscopic grasper through the assistant port. All fragments were retrieved. Additional surgery was not needed to retrieve the fragment. No post-operative tests were run to check for remaining fragments. The procedure was completed robotically. There was no reported injury to the patient. There were no reports of post-surgical complications. The fragment will not be returned with the instrument. There are no photos available. The patient's demographic information was not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken-off blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.203¿ from the base. A broken piece was not returned. The complaint regarding the broken-off tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.